Manufacturer narrative:
The electrode is expected to be returned for laboratory analysis. Once it is received and analysis completed, this report will be updated. The manufacture date for the electrode is september 29, 2015.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were exhibiting noise that was being oversensed, resulting in the delivery of inappropriate shocks. Testing was performed and the noise could be reproduced when the patient moved his left arm. A revision was performed and the s-ICD and electrode were explanted and successfully replaced with another subcutaneous defibrillator system. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. The complete electrode was returned. Visual inspection noted two sets of set screw marks on the terminal pin in the correct location. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.